Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The receiver download was performed and a passed. A functional test was performed and passed. An internal visual inspection was performed and failed due to the receiver stuck on the initialization screen. Confirmation of the complaint was confirmed. The probable cause could not be determined.